Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the ECG lead wires (provided by the customer). The fse connected wires to a human body for verification. All ECG signals were normal. The unit passed all performance according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has (ECG related) cable query failure. There was no patient harm.